Event description:
It was reported that a guidewire break occurred. The physician was withdrawing the accustick¿ ii catheter and the tip of the j wire met resistance and broke inside the patient. The procedure was not completed due to this. Thee were no attempts to remove the detached tip. The physician was unable to remove the tip of the wire from the patient because it was embedded in fatty tissue. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).